Event description:
It was reported that the patient complained of pain at the device pocket. It was also reported that the right ventricular (rv) lead experience a polarity switch for low impedance. Ventricular high rate episodes were observed due to oversensing of noise that caused inhibition of atrial output. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2013. (B)(4).